Manufacturer narrative:
Please retract this report 2017865-2013-04877 the same issue was reported as 2017865-2013-04710.

Event description:
It was reported that during implant the physician had problems with the suture sleeve. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.